Manufacturer narrative:
The complaint is confirmed. The device was returned with a fractured hub, the hub fractured under the heat shrink tubing behind the center pivot rivet. The fracture occurred at the thin transition section of the hub, also observed is the pivot rod end at the pivot link is bent slightly upwards which would indicate a lateral load or force being applied to the distal end of the device. Placed the fractured parts together and all parts are accounted for. Failures such as these have been attributed to excessive force being applied to the device beyond its designed specification.

Event description:
During a procedure, the tip of the dissector broke in the abdomen. The tip did not break completely off. There was no pt injury. The case was completed with another like device.